Event description:
I was staying over at a friend's house and had forgotten my contact solution and case. She doesn't wear contacts but her mom does. So she got this solution for me to use. I took my contacts out and put them in little bowls filled with the solution. In the morning I picked one up and filled it up and put it in my right eye. Immediately I felt like I had lit my eye on fire. I dropped to the ground screaming and crying and was sent to the ER. I had to get my eye flushed for over an hour and am left with chemical burns on my eye. It amazes me that there is a product branded as a "contact solution" out on the market that would do this. Sure it has red banners with warnings but to a teenager who does have contacts in it looks like just the bottle's design. Why isn't "danger" written across the bottle and why is "3% hydrogen peroxide" in tiny lettering? I was told by the nurse to go pour it out but I still have it for safety reasons. Since it is better to know what exactly you put in your eye. Purchase date: (B)(6) 2019. Retailer: (B)(6). Date manufactured: 01/01/2019. (B)(4).